Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient experienced high blood glucose level of 30 mmol/l. Therefore, in the mid-day of (B)(6) 2021, the patient was hospitalized due to diabetic ketoacidosis. At the hospital, the patient removed the infusion set and noticed that cannula was bent on the first day of use. Reportedly, the site location was patient's abdomen and the infusion set had been used overnight. Moreover, the patient had occlusion and the pump did not alarm with insulin flow block. On (B)(6) 2021, the patient was released from the hospital. Currently, the patient's blood glucose level was 7.2 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.